Manufacturer narrative:
(B)(4).

Event description:
Programming history was reviewed, which showed that the diagnostic results were within normal limits throughout the available history. Analysis was approved. The device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. The pulse generator showed no signs of variation in the output or magnet signals and demonstrated the expected level of output and magnet currents. The pulse generator diagnostics were as expected for the programmed parameters. In addition, comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The printed circuit board assembly (pcba) was subjected to electrical tests. Results showed that the pcba failed several electrical tests, which affected the supply current during stimulation and while the device was not delivering stimulation. Fine grit sandpaper and isopropyl alcohol were used for the removal of observed contaminates from the trimmed edge of the pcba. Electrical tests were performed again, and the device functioned as intended. The contamination that was observed on the trimmed edge of the pcba suggested probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions. Remaining residual material on the pcba edge during the manufacturing process resulted in increased current consumption (out of speciation) for both standby and pulsing modes of operation. Analysis results were also reported in MFR. Report #1644487-2017-03850.

Event description:
It was reported that the patient's device had depleted more quickly than expected because it was already at 25% battery after being implanted for about a year and a half. The device history record of the device was reviewed, and the generator conformed to all functional specifications prior to release. The device was confirmed to have been laser-routed during the manufacturing process. The patient's generator was replaced due to battery depletion, and the generator was received into analysis. Attempts for further information were unsuccessful to date. Analysis has not been approved to date.